Event description:
Treatment of a large unruptured saccular aneurysm measuring 10.4mm x 4mm located in the supraclinoid segment of the ica. On (B)(6) 2014, the patient underwent pipeline embolization treatment. Access was a little more difficult than expected. During the procedure, it was reported that balloon angioplasty (an option presented in the instructions for use, u.s.) With a transform balloon was required to achieve full wall apposition on the proximal end of the pipeline (4mm x 14mm). The patient was discharged without deficits. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event.the device will not be returned for analysis as it was implanted in the patient; therefore, the event cause could not be determined.(B)(4).